Event description:
During elective circumcision of one-day old baby, tip of glans penis with meatus was accidentally amputated. Urology and plastic surgery consults were obtained immediatley. Baby was taken to surgery for re-attachment of penile tissue and reanastomosis of the urethra.